Event description:
It was reported to nova biomedical that a consumer received a result of 159 mg/dl on their blood glucose meter. The consumer performed an additional six other tests using the very same meter and strips getting results of 139 mg/dl, 149 mg/dl, 148 mg/dl, 146 mg/dl, 202 mg/dl, 141 mg/dl, within a ten minute time period. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.